Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. A root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿catheter is not stiff enough or catheter too stiff for insertion rough or irregular shape protrusions". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "rubber utility catheter x-ray opaque rubber warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Caution: this product contains natural rubber latex which may cause allergic reactions. Caution: federal (USA) law restricts this device to sale by or on the order of a physician." Correction: f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the intermittent catheter bent when inserting. Per follow up on 03jul2024, it was reported that the all-purpose catheter was not useful to them due to their condition. They ended up donating the catheters to their home health agency and no sample is available. No lot number was reported. Customer was now using a foley catheter, which was better for them.

Event description:
It was reported that the intermittent catheter bent when inserting.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.